Event description:
Tech alleged that the foot brake casters are not holding. No pt impact.

Manufacturer narrative:
The tech found the foot brake caster supports are broken in half causing the brake caster to slip. The tech replaced the main bearing, brake caster support and the brake casters to resolve the issue.